Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event description: patient was implanted on the right hip with a biolox head on (B)(6) 2015 and underwent a revision surgery on (B)(6) 2015 due to infection. Review of received data: medical records have been reviewed by a health care professional. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Raw material certificate reviewed, no anomalies noted. Sterilization certificate reviewed, no anomalies noted. The search identified no field actions (recalls) for the biolox head. Conclusion: it was reported that the patient underwent right hip arthroplasty on (B)(6) 2015. Subsequently, the liner and the femoral head were revised due to infection on (B)(6) 2015. No product was returned; visual and sample evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the complaint history did not identify an accumulation of similar events and no additional complaints for the reported part and lot combination. The search identified no field actions (recalls) for the biolox head. Review of the sterility certificate confirmed that the product was sterilized per specifications. Further, the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. This device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a right total hip arthroplasty on (B)(6) 2015 due to avascular necrosis and hemochromatosis. Zimmer biomet products were implanted without any complications. The patient developed some drainage about 4-5 days post operatively with increased pain and swelling. There was no improvement despite being on oral antibiotics. Patient's right total hip arthroplasty was infected. There was not a lot of necrosis, more reactive tissue consistent as the infection was a group b strep instead of a staph aureus type infection. The fascia was in communication with the joint. Fibrous and granulation reactive tissue was removed and the majority of fluid was sucked away. The liner head and liner were revised. The wound was irrigated and washed with betadine solution. There were no other findings related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob) related to the product. In conclusion, no product issues have been identified, it is possible that the reported event is procedure-related. Nevertheless, as the cause may be multifactorial, no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00394.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to infection.